Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest and displacement test. Device was monitored and no frozen display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was unable to clear the pump errors, power loss alarm and program pump. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.